Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller display was blank. The patient had reported that an alarm occurred on (B)(6) 2023 but was unable to review the alarm history due to the blank screen and the functionality to scroll did not work. A self-test was performed, and the scroll function worked to view all other pump parameters. The system controller was then exchanged, and the patient was asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm and a blank screen on the system controller was not confirmed nor reproduced. A review of the submitted controller event log file spanned approximately 5 days ((B)(6) 2023 per time stamp). The driveline was disconnected on (B)(6) 2023 at 12:47:00 for a controller exchange after the silence alarm button was pressed multiple times. There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 11 days at 1-hour intervals ((B)(6) 2023 per time stamp). There were no notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The screen was able to be viewed and events scrolled through without issue during testing. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. The reported event mentioned the functionality to scroll did not work, but this could not be determined due to the screen being blank. The provided information indicated that the issue resolved after completing a self-test. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.